Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that repositioning of this lead was attempted during the implant procedure due to diagnostic issues. Extension and retraction difficulty was noted with the helix and the physician requested a new lead. Visual inspection of the lead revealed tissue in the helix. No adverse patient effects were reported.